Event description:
Compromised sterile package (blister, lid, or foreign material). It was reported that "circulating nurse opened implants. Surgical tech noticed inner sterile package was broken. New implant was given."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 7/1/2006 to 7/1/2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (compromised sterile package, blister, lid, or foreign material and product code jdi).